Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523, lot: l812375, manufacturing site: bettlach, release to warehouse date: june 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot number: l812375,) was received at us customer quality (cq). The threaded distal tip broken off at the most proximal thread form. The broken threaded distal tip piece was struck in the radiolucent insertion handle. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: it was not performed due to the post manufactured damage and broken tip is stuck in the mating device . Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle. Conclusion: the complaint condition is confirmed. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while restocking the femoral recon nail (frn) trays, the sales consultant found that the impactor broken, and the broken piece of the impactor tip lodged inside the insertion handle. There was no patient involvement. This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).